Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the patient touched the packaging of the minicap, it deflated. The cap was also found to be cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.